Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient's blood glucose "goes up through the roof" [blood glucose increased] hyperglycemic peaks [hyperglycaemia] sometimes a jet was released and at other times drops were released. [Device delivery system issue] sometimes feels as if the medication has not been delivered [drug delivery system issue] patient keeps the needle threaded after use [product storage error] applications that did not have the effect did not have any technical problems [drug ineffective] case description: this serious spontaneous case from brazil was reported by a consumer as "patient's blood glucose "goes up through the roof"(blood glucose increased)" with an unspecified onset date, "hyperglycemic peaks(hyperglycaemia)" with an unspecified onset date, "sometimes a jet was released and at other times drops were released.(device delivery system improper flow)" with an unspecified onset date, "sometimes feels as if the medication has not been delivered(drug delivery system issue)" with an unspecified onset date, "patient keeps the needle threaded after use(device stored with needle attached)" with an unspecified onset date, "applications that did not have the effect did not have any technical problems(lack of drug effect)" with an unspecified onset date, and concerned a 116 months old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , fiasp penfill (insulin aspart 100 u/ml) from 12-jun-2025 for "type 1 diabetes mellitus", the patient height weight and bmi not reported dosage regimens: novopen echo: fiasp penfill: 12-jun-2025 to not reported, not reported to not reported; current condition: type 1 diabetes mellitus. Treatment included - fiasp flextouch(insulin aspart 100 u/ml) since unknown date patient's blood glucose "goes up through the roof". The reporter informs that they are unsure if the pen is working. The reporter states that the patient "administers small dos-es and sometimes feels as if the medication has not been delivered." The reporter also mentions that when performing a flow test on the pen, only drops come out, not the expected spray as indicated in the product insert, and that they have not changed the cartridge to determine wheth-ER the issue lies with the medication or the device. The reporter informed that performed the flow test with the novopen echo, sometimes a jet was released and at other times drops were released and also informed that the rubber of the plung-ER and the rod are against each other and the applications that did not have the effect did not have any technical problems. Before the pen transition (non-specific) everything was normal, but when the patient started using novopen things "started to go downhill". On an unknown date, the patient continued to have hyperglycemic peaks. The patient does not reuse needles, and keeps the needle threaded after use, changing only once a day. The reporter informed that the drug cartridge is stored in the refrigerator before use. After use, both the pen and the cartridge are left out of the refrigerator. On an unknown date when pen started to work incorrectly, purchased the disposable (fiasp) the patient later stated that the reported tc and malfunction of the device directly affect their health and safety, due to the defective product, put lives at risk, who described the situation as serious. Batch numbers: novopen echo: pvgfb71-3 fiasp penfill: pr71an2, rr725t8 action taken to novopen echo was not reported. Action taken to fiasp penfill was not reported. The outcome for the event "patient's blood glucose "goes up through the roof"(blood glucose increased)" was recovered. The outcome for the event "hyperglycemic peaks(hyperglycaemia)" was not reported. The outcome for the event "sometimes a jet was released and at other times drops were released.(device delivery system improper flow)" was not reported. The outcome for the event "sometimes feels as if the medication has not been delivered(drug delivery system issue)" was not reported. The outcome for the event "patient keeps the needle threaded after use(device stored with needle attached)" was not reported. The outcome for the event "applications that did not have the effect did not have any technical problems(lack of drug effect)" was not reported. Reporter's causality (novopen echo) - patient's blood glucose "goes up through the roof"(blood glucose increased) : unknown hyperglycemic peaks(hyperglycaemia) : unknown sometimes a jet was released and at other times drops were released.(device delivery system improper flow) : unknown sometimes feels as if the medication has not been delivered(drug delivery system issue) : unknown patient keeps the needle threaded after use(device stored with needle attached) : unknown applications that did not have the effect did not have any technical problems(lack of drug effect) : unknown company's causality (novopen echo) - patient's blood glucose "goes up through the roof"(blood glucose increased) : possible hyperglycemic peaks(hyperglycaemia) : possible sometimes a jet was released and at other times drops were released.(device delivery system improper flow) : possible sometimes feels as if the medication has not been delivered(drug delivery system issue) : possible patient keeps the needle threaded after use(device stored with needle attached) : possible applications that did not have the effect did not have any technical problems(lack of drug effect) : possible reporter's causality (fiasp penfill) - patient's blood glucose "goes up through the roof"(blood glucose increased) : unknown hyperglycemic peaks(hyperglycaemia) : unknown sometimes a jet was released and at other times drops were released.(device delivery system improper flow) : unknown sometimes feels as if the medication has not been delivered(drug delivery system issue) : unknown patient keeps the needle threaded after use(device stored with needle attached) : unknown applications that did not have the effect did not have any technical problems(lack of drug effect) : unknown company's causality (fiasp penfill) - patient's blood glucose "goes up through the roof"(blood glucose increased) : possible hyperglycemic peaks(hyperglycaemia) : possible sometimes a jet was released and at other times drops were released.(device delivery system improper flow) : possible sometimes feels as if the medication has not been delivered(drug delivery system issue) : possible patient keeps the needle threaded after use(device stored with needle attached) : possible applications that did not have the effect did not have any technical problems (lack of drug effect): possible on (B)(6) 2026, the case reclassified from non-serious to serious case due to addition of serious event patient's blood glucose "goes up through the roof, hyperglycemic peaks and upgrading non-serious events device delivery system improper flow, sometimes feels as if the medication has not been delivered to serious events event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available preliminary manufacturer's comment 13-march-2026: the suspected device novopen echo has been returned to novo nordisk for evaluation. Investigations are ongoing. No conclusions reached. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun